Event description:
It was reported that the user had ongoing cgm connectivity issues, and follow-up attempts were made to assist with troubleshooting. Device reports indicated that the dexcom receiver was likely active, which can prevent successful pairing with the ilet system. Multiple follow-up calls were made, but contact could not be established and voicemail was unavailable. Subsequent device data indicated that the ilet had successfully connected to the sensor. No device malfunction of the ilet was confirmed, and the event was attributable to cgm receiver activity interfering with pairing. A follow-up report will be submitted if additional information becomes available or if device evaluation identifies new findings.